Event description:
A report was received from a rn clinical mgr of possible anaphylaxis. It was learned that for this event, that within mins from start of hemodialysis the presenting symptoms were lips and tongue swelled, difficulty with breathing, hives and severe vomiting. The treatment was stopped, the blood was not retuned and the child was given diphenhydramine and solumedrol. It was reported that there has been no recent new changes in this child's medical therapies. The patient had been receiving dialysis with this dialyzer for 2 months without incident. The actual sample is available for an evaluation. It has been reported that this patient is receiving hemodialysis with a different brand of dialyzer with no further ill effect to date.